Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 425 mg/dl. It was reported that the at the time of bed blood glucose was 132 mg/dl and at 3:31 am blood glucose was 333 mg/dl and at 5:47 am was 348 mg/dl and at 8:32 am was 371 mg/dl. The customer¿s current blood glucose value is 283 mg/dl. It also reported that the insulin pump. The customer has treated high blood glucose with the insulin pen and injections. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Based on the customer's report customer alleged insulin pump was under delivering. The high pressure test was passed on insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08725 inches. No under delivery anomalies or unexpected insulin flow blocked alarms noted. The motor was tested outside of device and passed. No cosmetic damage noted.